Event description:
The essx handpiece was sent for eval because it was leaking black fluid during test and prior to a procedure, which was completed with a readily available replacement device. There was no procedure delay, no adverse event, and no contamination of the surgical site reported.

Manufacturer narrative:
Standard maintenance service will be performed to the device prior to being returned to the customer.